Manufacturer narrative:
The returned valve was patent. It met the requirements for siphon, reflux, pressure-flow and preimplantation testing. It did not meet the requirements for leak testing due to a small tear in the top of the reservoir dome. It is unknown how or when this damage occurred. The valve was returned at pl= 1.0. All performance levels could be set with a single attempt, and the valve did not spontaneously change levels during the course of analysis. Therefore the conditions of this complaint could not be verified by laboratory personnel. The instructions for use that accompany the device caution that care should be taken in handling the valves as silicone has a low cut and tear resistance. It is also suggested that the valve be placed in a surgically created loose subgaleal pocket. This allows gentle placement of the valve and minimizes handling with surgical tools. A review of the manufacturing records showed no anomalies. All valves are 100% tested at the time of manufacture. (B)(4).

Event description:
It was reported to medtronic neurosurgery that the device was found to be stuck intraoperatively. According to the report, there was no injury to the patient.